Manufacturer narrative:
An ocd field engineer visited the customer site, replaced a bent probe, performed adjustments and performed yearly preventative maintenance to return the instrument to expected operation. Qc was acceptable. This customer has not logged any complaints against the analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid onto the gel cards on board the instrument. The customer indicated that the issue occurred on (B) (6) 2009. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.